Event description:
The reporter stated that the surgeon was inserting a three piece collamer model cq2015 and the lens tore while being injected thru a mtc-60cfp cartridge which is not approved for use with this lens. There was no pt injury. This is the one of two incidents that occurred on this same pt. See MFR report 2023826-2007-00063 for the second report.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens optic and a haptic is torn off. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.